Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to hypoglycemia. Customer states that they don't know what the blood glucose reading was at the time of hospitalization. Customer states that they were driving at the time of the incident and vision became blurry. Customer stated that she drank 2 juice boxes and still felt symptoms. Customer stated that she informed her friend who was a registered nurse, so the friend gave her another juice box, a slim fast and a candy bar to help increase glucose level. Even after everything she ate the blood glucose reading was 123 mg/dl per customer. Customer crashed and had a seizure. Customer was released from emergency the same night. Nothing further reported.